Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was received with the soft cannula deployed and formed needle retracted. The download data from the pod showed that the pod ran for 463 pulses before being deactivated by the user. The data showed that both priming sequences ran for an expected number of pulses and boluses were delivered by the pod before deactivation. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure.